Event description:
The surgeon attempted to implant a cc4204bf lens. The lens was partially in the eye when the surgeon notice that the lens was torn as it was coming out of the cartridge. Lens was removed. No patient injury.